Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - repair of incisional hernia with composix kugel mesh. On (B)(6) 2007 - pt presented with abdominal pain and chronic subcutaneous fluid collection. She underwent excision of previously placed composix kugel mesh and placement of a smaller composix kugel mesh. The surgeon noted there was "some bunching" of the excised mesh. (Note: see MDR 1213643-2012-00292 for info related to the composix kugel mesh implant on (B)(6) 2007). On (B)(6) 2007 - pt admitted for an apparent wound infection with underlying prosthetic mesh. Physician noted the wound appeared quite erythematous, the drain was removed and cultured. Cultures had no growth. The pt was put on IV antibiotics and the wound erythema had gone away completely. The physician notes "again, the cultures did not grow anything."

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Reportedly, the pt was experiencing abdominal pain thought to be associated to her hernia repair. Upon excision "some bunching of the mesh" was noted. Additionally, no sample was returned for evaluation. With the currently available info no additional conclusion(s) can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-2012-00292 for info related to the composix kugel mesh implanted on (B)(6) 2007.